Event description:
It was reported that during an unknown procedure; echelon stapler misfired due to malformed staples. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) date: 4/22/2024 d4: batch # unk mw (B)(4). See attachment. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please provide device details of the device used (product code/lot#/batch#)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.